Event description:
The customer reported via phone call that he recently had a blood glucose level of 528 mg/dl. The customer stated that he changed the insulin pump's infusion set three times, but his blood glucose level continued to rise. The customer reported treating with manual injections. The customer stated that one of the infusion sets bent and rolled up into a ball. Troubleshooting showed that the insulin pump was functioning properly. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.